Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007. On or about (B)(6) 2007, plaintiff had an hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Plaintiff reported to her healthcare provider that she was experiencing severe pain, dyspareunia, bleeding after intercourse and abnormal bleeding. On or about (B)(6) 2014, plaintiff saw her physician and underwent a robotic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and was experiencing severe pain and abnormal bleeding. She underwent a robotic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. The events, seen as pelvic pain and genital haemorrhage, are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and was experiencing severe pain and abnormal bleeding. She underwent a robotic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. The events, seen as pelvic pain and genital haemorrhage, are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("experiencing severe pain, pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gallbladder operation since 2008, diverticulitis since 2009 and mastopexy since 2014. In march 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal pain ("pain, vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("pain, lower stomach"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), coital bleeding ("bleeding after intercourse") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with analgesics, surgery (hysterectomy (full) with bilateral salpingo-oopherec) and surgery (a robotic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dyspareunia, coital bleeding, genital haemorrhage, vaginal discharge, dysmenorrhoea, menorrhagia, vulvovaginal pain, vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results: on or about (B)(6) 2007, had an hsg test that confirmed satisfactory placement of both essure® coils and full occlusion of both tubes. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication, treatment medication, concomitant disease, new events dysmenorrhea, vaginal discharge, menorrhagia, vaginal haemorrhage, vulvovaginal pain and abdominal pain lower added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.